Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider, foreign) regarding a patient who w as receiving morphine of an unknown concentration at an unknown doe rate via an implantable pump. It was reported that pump was interrogated in clinic, and service codes 99 and 100 were documented indicating a motor stall that had lasted over 130 hours. Patient symptoms or issues were unknown. Factors that may have led or contributed to the motor stall were unknown. The pump was to be replaced on (B)(6) 2026. The pump is to be returned to the manufacturer. It was unknown if the issue was resolved as of (B)(6) 2026. The patient was without injury regarding their status as of (B)(6) 2026. The patient's medical history would not be made available.